Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece measuring 7.2 cm. Final analysis found full breach insulation degradation noted at 4.5 cm from the connector pin. Electrical testing did not find any other anomalies.

Event description:
This report is to advise of an event observed during analysis.